Event description:
It was reported that a patient with an artificial urinary sphincter (aus) presented with recurring incontinence due to atrophy. There was no device issue. A new device was placed, and no additional patient complications were reported.